Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were burrs and lumps on the catheter shaft; therefore, it cause the patient discomfort during insertion. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿peel to open caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Do not use if package is open or damaged. Single use do not resterilize attention, read directions prior to use. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. Urethral red rubber catheter for urological use only warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Bard and bardia are registered trademarks of c. R. Bard, inc. Covington, ga 30014 1-800-526-4455 www.bardmedical.com u.s. Product packaged in mexico. C. R. Bard, inc. Or an affiliate." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were burrs and lumps on the catheter shaft; therefore, it cause the patient discomfort during insertion. No medical intervention was required.